Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room with dizziness. Upon interrogation, the crt-p was found to be in safety mode. Device replacement was recommended. At this time, this crt-p remains in service and no additional adverse patient effects were reported.